Manufacturer narrative:
The reported event of infection was not confirmed. The device history record was reviewed to ensure proper packaging and sterility. Analysis was normal. No anomalies were found.

Event description:
Related manufacturer reference number: 2017865-2021-28187. Related manufacturer reference number: 2017865-2021-28188. It was reported that the patient presented with pocket erosion. Further inspection revealed an infection. The implantable cardioverter defibrillator system was explanted. The patient was asymptomatic to the infection and erosion, and was recovering post-procedure.